Manufacturer narrative:
Follow-up #1: date of submission 03/22/2017 - device evaluation: the transmitter has been returned and evaluated by product analysis on 03/01/2017 with the following findings: the cgm transmitter was placed on the walkabout box; the transmitter was paired with a test pump correctly. Blood glucose (bg) value was set to 120 mg/dl. The pump alarmed with ¿transmitter out of range¿ before two hours elapsed. A discharged transmitter battery failure is determined.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas corporation alleging cgm (dex 090) issue. It was reported that a cgm alarm (cs 215) was emitted when the transmitter was in use. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the interruption of the cgm data stream may cause the user to miss their bg trending and thus fail to react to any potential bg excursions.